Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. (B)(4).

Event description:
A health professional reported a patient with complaints of blurred "milky" vision following intraocular lens (iol) implantation with a multifocal lens. A lens exchange was performed approximately four months later with a monofocal lens. Additional information is requested.

Event description:
Additional information received, the lens was replaced with a lens from a different manufacturer.

Manufacturer narrative:
Corrected information provided in b.5. The manufacturer internal reference number is: (B)(4).